Manufacturer narrative:
Pump received with reservoir tube lip completely broken off and missing end cap sticker noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Unable to perform displacement test due to reservoir lip broken off.

Event description:
It was reported that, the insulin pump had physical damage. The blood glucose was unknown at the time of the incident. There was a crack half way down the reservoir compartment, also the reservoir lip has damage. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.